Manufacturer narrative:
H10: a follow up was performed with the key market (km), and responder reported that there was no patient involvement when the issue occurred. No patient harm was reported to have occurred during the event in question. The km responder also reported that the customer restarted the device, and the device was restored to normal use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a tidal volume that would not increase. It was reported that the device was in clinical use when the issue occurred. Based upon the information currently provided and available, it is reported a patient was admitted with a partial pressure of carbon dioxide at 111mmhg, and type 2 respiratory failure. Non-invasive ventilation was needed to assist breathing. The pipe was correctly connected, and the power button of the ventilator was turned on. It was found that the tidal volume of the ventilator was displayed as 1, and after adjusting the parameters, it still did not go up. Another ventilator was immediately replaced, and the faulty ventilator was reported for repair. There was no harm to the patient. Clinical review and assessment of the reported event finds that the device did not cause or contribute to a patient harm, and that the patient symptoms of hypercarbia and type 2 respiratory failure were pre-existing conditions. Clarifying information is required to confirm the patient was not on the device at the time the product issue was noted. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a tidal volume that would not increase. It was reported that the tidal volume was displaying as 1, but after adjusting the parameters, the volume would not increase. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).